Event description:
The physician encountered significant resistance retracting the delivery wire into the microcatheter following coil detachment. This resistance resulted in the delivery wire breaking approximately 40 cm from the distal end. There was no reported impact or consequence to the patient.

Manufacturer narrative:
Additional information reported by the physician stated all directions for use were followed for preparation of the device although the rotating hemostasis valve (rhv) may have not opened opened enough.

Event description:
The physician encountered significant resistance retracting the delivery wire into the microcatheter following coil detachment. This resistance resulted in the delivery wire breaking approximately 40 cm from the distal end. There was no reported impact or consequence to the patient.

Manufacturer narrative:
A device history record review confirmed the device met all material, assembly and performance specifications. Visual analysis of the returned device noted that the delivery wire was bent 76cm from the proximal end and it had separated 120cm from the proximal end. Inspection of the delivery wire under microscopy revealed that the proximal part was stretched. The main coil was not attached to the distal end of the delivery wire but had appeared to have been detached via electrolysis. The damage noted to the delivery wire is consistent with advancing or retracting the device against resistance. Additional information indicated that the rotating hemostasis valve (rhv) may have not been fully opened. A probable root cause of operational context was assigned as there were no anomalies noted to the device before use and it is likely that procedural caused the performance of the device to be limited.